Manufacturer narrative:
30-jan-2018 product investigation results: reporter returned product on 12-dec-2017. Product identified as an oral-b power oral care refill precision clean on 02-jan-2018. Product return was received and investigated. Returned product is an eb17 refill (precision clean) with no failure. Therefore complaint can't be confirmed/investigated, received refill is according to specification.

Event description:
Almost had the head of the brush head down throat while brushing / one way or the other, the head of the brush head became detached / broken brush head [device breakage] no adverse event [no adverse event] case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on 04-oct-2017 that on that day he/she almost had the head of the oral-b power oral care refills crossaction down his/her throat while he/she was brushing with an oral-b rechargeable toothbrush, version unknown. The consumer elaborated that one way or another, the head of the brush head became detached. The consumer stated that he/she had been using oral-b electric toothbrushes for years. No symptoms developed. No further information was provided. 25-oct-2017 received consumer's follow-up e-mail: the consumer reported that he/she had thrown away the broken brush head in the meantime so no scratch test was done on the brush head concerned, but one was done on a brush of the same type out of the same pack and he/she could not scratch the logo off. The consumer stated that the brushes were purchased as a pack of 8. No further information was provided.

Manufacturer narrative:
Based on available information this product is suspected to be a non-genuine oral-b product. Return of product has been requested. Product and production code / lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Almost had the head of the brush head down throat while brushing / one way or the other, the head of the brush head became detached / broken brush head [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that on that day he/she almost had the head of the oral-b power oral care refills crossaction down his/her throat while he/she was brushing with an oral-b rechargeable toothbrush, version unknown. The consumer elaborated that one way or another, the head of the brush head became detached. The consumer stated that he/she had been using oral-b electric toothbrushes for years. No symptoms developed. No further information was provided. On 25-oct-2017 received consumer's follow-up e-mail: the consumer reported that he/she had thrown away the broken brush head in the meantime so no scratch test was done on the brush head concerned, but one was done on a brush of the same type out of the same pack and he/she could not scratch the logo off. The consumer stated that the brushes were purchased as a pack of 8. No further information was provided.